Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 45 noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was 202 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump failed displacement test. The insulin pump will be returned for analysis.